Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon resection, the device worked as intended during the procedure and consistent burning of tissue was performed. However, the handpiece was clamped on a vessel and when the surgeon tried to open it, it would not open. To remove the device laparoscopically, the surgeon had to use a stapler to staple both sides of ligasure advance to release the device. Another ligasure advance was used without any issue during the rest of the case.